Event description:
The plaintiff's attorney alleged that the decedent experienced acute respiratory failure and end stage renal disease on or about (B)(6) 2011 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR #1225714-2014-03318 and 03319.